Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis manifested by fever, cramping, and cloudy effluent. The patient was treated with diflucan for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, while (B)(4) addresses the titanium adapter report, (B)(4) addresses the minicap report and (B)(4) addresses the automated pd set with cassette for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Five days later, the patient was hospitalized for the reported event. The treatment for the peritonitis included unknown antibiotics and unknown antifungals (doses, routes and frequencies not reported). The patient¿s pd catheter was removed and the patient was placed on hemodialysis. The patient was discharged from the hospital and has recovered from the reported event. Additional information was requested and was not available at this time. This is report 1 of 4.